Event description:
Baxter sales representative reported to baxter corporate product surveillance a one-link luer activated device in which a no flow was observed. According to the report, during the sales representative's follow-up, a nurse indicated that a no flow was experienced at an unknown time during therapy. The nurse indicated that the one-link was attached to an unknown j-loop extension set. The nurse attempted to disconnect and reconnect multiples times. After an unknown amount of attempts, flow was established. The facility converted from max-plus. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.